Event description:
The pt reported lower blood glucose readings with test strips, lot 1k518b. Some time within the last week, the pt opened the first bottle of test strips from the box and, with the first test strip from the bottle, obtained a blood glucose reading of 17 mg/dl. Because of the lower reading, the pt performed a second blood glucose test and obtained a result of 11 mg/dl. The desiccant is in the test strip bottle. The pt's meter was set to the appropriate code. The pt does not have a check strip. Her normal control solution is expired. She could not perform a blood glucose test with the co rep because she was "in a hurry". The pt stores the test strips in her bedroom.